Event description:
Additional information indicates that the lead was thrown away and cannot be return for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodge and exhibited high pacing thresholds. This lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The post market quality assurance laboratory will analyze the device when it is returned.